Event description:
It was reported that the customer experienced a blank display. The customer's blood glucose was unknown. The customer stated that she changed the battery, the screen would appear and then the screen would go blank. Advised customer that this was normal insulin pump behavior if the insulin pump had not been able to read the battery for ten minutes or longer. Troubleshooting was done. The customer stated that she was calling back after receiving a new battery cap. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer later stated that the display came back on after unscrewing the cap a little bit. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.